Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one year post implant the implantable pulse generator (ipg) exhibited rapid battery depletion. Additionally noted, this ipg was within the scope of the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.